Manufacturer narrative:
D4 - UDI no. - not required for this product code. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation consisted of review of user facility information, manufacturer quality records, and evaluation of a retention sample from the reported product code/lot# combination. Visual inspection found no obvious anomalies. The retention sample was circulated with bovine blood, while ultrafiltrating performance and the pressure drop was determined. They were confirmed to meet manufacturing specification. The sample was rinsed and the housing components were removed for further inspection of the state of the fibers. Magnify inspection of the fibers revealed no anomalies or no occlusion in the fibers. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The same customer reported a similar event for another device with the same product code/lot# combination. See MDR 9681834-2016-00252 for details. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the retention sample was the normal product. An exact cause of the reported event cannot be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : actual device not available

Event description:
The user facility reported clogging in the capiox hemoconcentrator (cx-hc11s, lot# 151219) built in the capiox custom pack (cx-bpu13501, lot# 160427) during a procedure. Follow up communication with the user facility confirmed the following information: the device became occluded several hours after initiation; act was controlled >500 sec. During the procedure; the actual sample was positioned beside the reservoir about 40 - 50cm above the floor; the actual device was changed out; blood loss was reported, a specific amount is unknown; and the patient was not harmed.